Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip revision procedure, the surgeon was unable to remove the head from the trunnion and had to remove the stem, resulting in a one hour delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01032 / 02113 / 02114). Requested but not returned by hospital.

Event description:
It was reported that during a hip revision procedure, the surgeon was unable to remove the head from the trunnion and had to remove the stem, resulting in a one hour delay.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised approximately nine years post-implantation due to elevated ion levels and pain. During the revision, the surgeon was unable to remove the head from the trunnion and had to remove the stem, resulting in a one hour delay.